Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. It was also reported that the customer received a malfunction code and minimum fill alert. Customer¿s blood glucose was 188 mg/dl. During troubleshooting the alarms cleared and the customer was able to resume insulin delivery.